Event description:
Clinical study. It was reported that 6 months after a coronary drug eluting stenting treatment procedure, the pt experienced a hypersensitivity reaction. In 2004, the lesion being treated was a 3.3 mm, 70% stenosed, mid left anterior descending (lad) artery lesion. In angiomax, reopro, and oral plavix were administered to the pt. The lesion was not predilated. The physician directed stented with a taxus express2 8.8% 3.0 x 12 mm drug eluting stent which overlapped a previously placed stent. The pt was discharged the following day on plavix. During the 6 month post procedure phone assessment, it was reported that the pt had a locoalized rash, hair loss 3 weeks post procedure, generalized muscle reaction, and shortness of breath. The pt used a topical cream and did consult a dermatologist. It is unk if the reaction is related to the drug or device. The pt has no known prior exposure to paclitaxel.

Event description:
The pt began experiencing a hypersensitivity reaction in 04/04. This was not reported to the investigation site until 10/04, who then notified boston scientific in 11/04. The hypersensitivity reaction had been occurring for around 6 months at the time of the initial MDR.